Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a low blood glucose level and sensor issues. Blood glucose level at the time of the incident was 40mg/dl, then went up to 76 mg/dl. Customer treated the low reading with food. Blood glucose at the time of the call was 98 mg/dl. Customer also mentioned getting alert to change sensor and sensor updating. Customer declined troubleshooting for low blood glucose. The insulin pump was not replaced or returned for analysis.